Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 440 mg/dl. Customer alleged the fill estimate gauge was incorrect. Pump cartridge and infusion set were changed. Bolus was delivered to address bg. Insulin delivery was resumed. As the pump supplies were changed, a cause of the event could not be determined by tandem technical support.